Event description:
Boston scientific received information that this patient presented to the office with chest pain. Device evaluation revealed no capture at maximum device outputs with this right ventricular (rv) lead. A small pericardial effusion was visible via echocardiogram and a micro-perforation was suspected. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead which was the result of the explant procedure. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. No anomalies were identified that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.